Event description:
It was reported that the rv lead was capped due to lead fracture. A lawsuit further alleged that the patient "suffered physical and other injury" and that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]". No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.